Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 342 mg/dl following a large unannounced meal. The event was associated with high glucose and set expiration alerts, and insulin delivery resumed successfully after a supply change. No outside medical intervention was required.